Event description:
Blood in dialysate event while pt on dialysis. Proper protocol was followed. Blood in dialysate alarm noted hemastix positive for blood all lines clamped immediately. No blood returned to pt. Both arterial and venous needles pulled. New dialysis machine set up. New needles placed. Pt asymptomatic/completed reminder of tx. Appropriate labs drawn/sent to lab stat. Md notified. Md called pt with lab results/recommendations. Pt continues asymptomatic. Pt to go to dean tues morning 9-15 to have follow up labs drawn.